Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 700 mg/dl. It was stated that the customer was complaining of stomach cramps when going to work, and then he collapsed. It was stated that the customer had a white blood cell count of 1000. It was stated that the customer had unexplained high glucose for the past two days. It was stated that the customer's blood glucose was treated with the insulin pump and manual injections. It was stated that the insulin pump did not alarm no delivery when the reservoir was empty. No further info was provided.